Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed the reported low flow alarms, however, a specific cause for the low flow events could not be determined through this evaluation. The account submitted log file data to technical services on 08may2020 with a request for analysis. No specific issues were reported at the time of the log file submission. The technical services representative reviewed the submitted log file data and communicated to the customer that the patient experienced low flows with high pulsatility index (pi) readings, which seemed to be physiological in nature. There were no other unusual events seen within the controller log file data. The submitted controller event log file contained data from 05may2020 ¿ 07may2020, and captured multiple controller fault flags due to the calculated average flow intermittently reducing below the low flow hazard threshold of 2.5 liters per minute (lpm), several of which lasted long enough to result in momentary low flow hazard alarms. The low flow events were associated with elevated calculated average pi values peaking at 12.1. No elevations in pump power were observed. Overall, calculated average flow ranged from 2.2-4.4 lpm. Despite the intermittent low flow condition, the system appeared to be operating as intended. The submitted controller periodic log file captured data from 30mar2020 ¿ 07may2020, and appeared to show the system operating as intended with no alarms, or controller faults recorded. The submitted lvad event, and periodic log files captured no atypical lvad faults. The submitted lvad event log file contained data from 30apr2020 7:15 ¿ 07may2020 14:27, per the timestamp. No atypical lvad faults were recorded. However, the log file captured 6 pump stoppages on (B)(6) 2020. The pump stoppages were transient and lasted only 1-3 seconds in duration. The transient pump stoppages were associated with reductions in flow mean values as low as 0.6 lpm. Overall, flow mean ranged from 0.6-4.6 lpm throughout the log. The log file data from 02may2020 was overwritten by newer data in the controller event log file, and a specific cause for the pump stoppage events could not be conclusively determined through this evaluation. The account did not report a specific cause or treatment for the low flow condition. Multiple attempts were made to obtain additional information from the customer regarding this event, however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) the relevant sections of the device history records were reviewed and showed no deviations from manufacturing, or quality assurance specifications. The pump shipped on 25feb2020. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 1 "introduction" provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display, and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition, states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file showed the patient had low flows with high pulsatility index readings that seem to be physiological in nature. During abbott's investigation of the submitted log files, 6 pump stoppage events were found that occurred on (B)(6) 2020. The pump stoppages were transient, and lasted only 1-3 seconds.